Event description:
A peritoneal dialysis patient reported that she had been hospitalized for fluid around her heart and lungs. The nurse stated that the patient had fluid overload but she does not think it was related to dialysis. The patient was discharged on (B)(6) 2014. The patient was admitted with failure to thrive, shortness of breath with minimal activity, a dry, non-productive cough with weight gain and orthopnea. These symptoms were progressive for several weeks. She was seen in the pd clinic with confusion and disorientation associated with cough and shortness of breath. The patient had not been ultra-filtrating well. Her previous hospital admission in (B)(6) 2014 showed an ejection fraction of 25% with pronounced diastolic dysfunction. Her clinical features were compatible with ischemic cardiomyopathy. The patient indicated that her heart had been working harder than normal for a long period of time due to heart failure. While hospitalized, the patient was stared on 4.25% pd fluid, which improved her ultrafiltration and her symptoms. She received a cardiology consult and was prescribed new cardiac medications. She was discharged home on (B)(6) 2014 in stable condition. She was prescribed levaquin 750 mg and cozar 25mg.

Manufacturer narrative:
The event of fluid overload will be reported as a serious injury MDR, although it is undetermined if there is a reasonable suspected causal relationship between the product(s) and the event. There is no history or specific malfunction or the product(s) being out of specifications. The patient continues to use her liberty cycler. The patient's fluid overload was most likely related to poor ultrafiltration during peritoneal dialysis along with multiple cardiac comorbidities, including an ejection fraction of 25%. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.